Event description:
It was reported that the patient had three devices in the last three years and was wondering what was wrong with the devices. The manufacturer's device registry showed that the patient was implanted in 2009. In 2010, the patient's leads were replaced (see MFR. Rep. # 3004209178-2010-09922). The patient's neurostimulator was replaced in 2011, after the patient stated that it "quit." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) experienced premature battery depletion. No abnormal impedance values were detected. The device was replaced on (B)(6) 2011, and no hospitalization was necessary. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
(B)(4). Lead model 435135 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2010; lead model 435135 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2010; lead model unknown serial# unknown implanted: (B)(6) 2010 explanted: na; lead model unknown serial# unknown implanted: (B)(6) 2010 explanted: na.

Manufacturer narrative:
(B)(4).